Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer (fse) initially attempted to reseat the cables; however, the issue persisted. The fse then replaced the rear drawer controller board, after which the drawer was detected on the bus and returned to normal operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed and unable to recover. The customer rebooted the station and attempted to recover storage space, but the issue persisted, and the station continued to display a device not detected on bus error after reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.